Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first speedband device successfully deployed two bands; however, the third band was attempted to be deployed, but the bands were stuck, attached together and would not fire. The same event happened with the second speedband device and only one band successfully deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.